Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking a trending did not identify an adverse trend for the issue under investigation. Current labeling adequately describes configuration parameters for bar codes and samples and acceptable bar code specifications. An investigation was opened to investigate the issue of bar code labels being misread as 1-2 digit sids and character substitutions. Inpeco will release a new barcode reader configuration file as an enhancement that will define the default minimum setting as four and the maximum as 24. A technical service bulletin was issued to ensure the parameters for the barcode readers on the iom centrifuge and i2000sr instrument module are uniform and that they are optimized for the sample barcodes used by the customer.

Event description:
The account stated there were barcode misreads on the inpeco system. One example provided was specimen ID (B)(6) was placed on the inpeco system with a message duplicate sample in storage. The telepath system was reviewed showing a glucose result assigned to specimen ID (B)(6). Specimen ID (B)(6) was asked to be delivered from storage and specimen ID (B)(6) was delivered. The operator suppressed the glucose result and reran both specimen ids for the correct results. No incorrect results were reported outside of the laboratory. No impact to patient management was reported.